Event description:
A report was received that during a reprogramming session it was noticed that four contacts on the lead were out with high impedances. The patient reported being shocked after being programmed and tenderness at the lead site. The patient underwent a revision, during which, the physician explanted one of the leads as he suspected a lead fracture. The physician was unable to implant a new lead due to scar tissue. The physician adjusted the remaining implanted lead and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a reprogramming session it was noticed that four contacts on the lead were out with high impedances. The patient reported being shocked after being programmed and tenderness at the lead site. The patient underwent a revision, during which, the physician explanted one of the leads as he suspected a lead fracture. The physician was unable to implant a new lead due to scar tissue. The physician adjusted the remaining implanted lead and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.